Manufacturer narrative:
Manufacturer's ref. No: (B)(4) for premature ventricular contractions (pvcs) with a thermocool smart-touch bi-directional navigation catheter. During the procedure, the patient became hypotensive and fluoroscopy revealed no cardiac movement. Tamponade was detected via intracardiac echocardiogram and confirmed via echocardiogram. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event to confirm stability and tamponade resolution. Patient fully recovered. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/28/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17618695m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant medical product: non biosense webster inc. - fast-cath sheath. (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and fluoroscopy revealed no cardiac movement. Tamponade was detected via intracardiac echocardiogram and confirmed via echocardiogram. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event to confirm stability and tamponade resolution. Patient fully recovered. Factors cited that may have contributed to the adverse event include scarring in the ventricle. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition and procedure and not related to any biosense webster inc. Products. It was noted that there were difficulties obtaining contact throughout the procedure, therefore, it was not believed that the ablation catheter was the cause. No transseptal puncture was performed. Sheath in use was a fast-cath. Generator parameters at the time of injury included power control mode at 35 watts (not titrated). There is no information regarding overall ablation time and last ablation cycle time at the site of injury. Irrigated catheter flow was set at 30ml/min. Patient did not receive anticoagulant during the procedure. There is no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. There were no error messages observed on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.